Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a "possible rupture". This record is for the left side. The device remains implanted. Explant surgery is scheduled and the explanted device will be returned.

Event description:
Healthcare professional reported a "possible rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, e1, h6

Event description:
Healthcare professional reported a "possible rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases, deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.